Event description:
It was reported that the patient was implanted on (B)(6) 2012. The patient was satisfied about the performance. On (B)(6) 2012, the patient was not able to hear anything. Problems with the external devices were excluded. Patient was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.